Event description:
The customer reported that the insulin pump accidentally was placed in a washing machine a month ago. The customer stated that the reservoir compartment does not keep the reservoir locked in. The caller's blood glucose reading was 397mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the reservoir fits and removes properly in the reservoir compartment. However, the device was received with detached end cap.